Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), keypad/button unresponsive/button error, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
The unit p-cap test and reservoir locked in place properly. The pump passed the self test. No stuck button alarm noted during testing. Successfully downloaded history files and traces using thump software. The pump was cut open and traces of moisture on pcba1, motor, keypad connector and battery tube assembly noted during visual inspection. ¿ the pump was received with minor scratches on lcd window, cracked retainer, cracked case-corner of belt clip rails, faded serial number label, battery tube threads-cracked and scratched case. In summary, customer alleged keypad anomaly not confirmed. Exposed to moisture noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.